Event description:
In 2007 pt underwent surgery to implant spinal hardware. About 2 months later, a revision surgery was performed because the rod had "slid out of the holder on the left side." One month later, a second revision surgery was performed to replace the hardware.

Manufacturer narrative:
Device was not returned to MFR; no eval could be performed.